Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred while maneuvering the catheters in the left atrium. Following a successful transseptal puncture, the left atrium anatomy was collected with the flexibility sensor enabled ablation catheter. While moving the device between the right superior pulmonary vein and the left atrium roof, an abnormal vertical movement of the catheter was observed, which likely perforated the left atrium or the vein wall. The patient became hypotensive and a pericardial effusion was diagnosed with echocardiographic imaging. A pericardiocentesis was performed which successfully restored normal arterial pressure. Echocardiographic imaging also confirmed that the effusion was completely drained. The procedure was stopped and the patient was stable. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.